Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A response was received from the patient reporting they were 2 weeks out from their incisional pain and rib pain which were their initial post op discomfort and realized they were no getting therapeutic relief. They tried to reach out to their rep with no response, but a different representative was able to help them out and suggested their doctor's nurse assistant pages patient's rep. Furthermore, patient reports they were helped over the phone by representative who guided them to reset their device to program b, and their issue was resolved. Also, patient adds they were giving and education while being under anesthesia and they do not remember most of the training education.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implanted neurostimulator (ins). The reason for call was patient reported they couldn't feel stimulation from their ins since implant date and wanted to learn how to increase their stimulation. Patient noted they were so used to feeling the stimulation from their previous competitor's ins, but now they weren't able to feel it once they got the current ins. Patient unlocked their controller and confirmed they were in group a with programs 1, 2, 3, and 4. Patient increased their intensities of each program and saw the settings not available, cannot provide your desired intensity settings message. Agent reviewed the meaning of the settings not available message. The issue was not resolved. Agent reviewed role of rep and provided the pt with the nas number for their hcp office. The patient was redirected to their healthcare provider to further address the issue.